Event description:
It was reported that the impactor device was broken. During in-house engineering evaluation it was observed that the device was broken at the t-junction in two pieces. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device is broken (at t-junction in two pieces)¿ was confirmed. The device was visually inspected, and it was found that the t-handle was cracked. It was noted that the functional assessment could not be fully performed due the t-handle was broken consistent with improper handling. It was determined that the most probable cause for the found defect was improper handling (excessive force or by dropping the device) by the user, which is user error. UDI (B)(4).